Event description:
Regulatory agency has reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, e1, e2, e3.

Event description:
Healthcare professional reported left rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: black particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Regulatory agency has reported "implant rupture". Device has been explanted and replaced with a non-allergan device. This relates to the left side.